Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod, chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports upon delivering a bolus the pod cannula retracted and dislodged from the insertion site. There was leaking insulin noted at the site. The patient reports when the pod was removed the blue cannula was visible and the pink slide moved forward. As treatment, the patient applied a new pod. The pod was worn for less than an hour.